Event description:
Reportable based on analysis completed on 01apr2015. It was reported that during an ablation treatment procedure, distal kink occurred. This intellatip mifi xp 7/110/2.5/8-8 n4 was selected; however, when the handle was locked the distal tip of the device came into contact with the isthmus and the device was bent at the 3rd electrode. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed adhesive broken on ring electrode.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned complaint device revealed a kink at the distal section while in the neutral position at 13mm form the tip, broken adhesive on ring #2 and fluids under the ring #2 and 1. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The left curve is placed in the template shaded area, however, the right curve is not in the template shaded area. The device was opened at the handle finding no issues. Moreover, the device was dissected at the distal section finding the center support kink at 13mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).